Event description:
Explanted device returned to MFR with a note on the hosp label stating "infected." Follow up with hcp revealed the onset of pt's infection was in 2001. Symptoms included fever, drainage and an exposed catheter. The primary location of the infection was the catheter. The device pocket and lumbar regions cultured positive for mrsa. The pt was treated with IV antibiotics and total device system explant. The infection has resolved. The pt has a g tube.